Manufacturer narrative:
Event took place in (B)(6) and has been reported to the (B)(6) ministry of health. Neither user nor distributor did inform manufacturer (pajunk). Pajunk became aware of the incident through moh's request for information. Further investigation and evaluation pending. No specific corrective action due to mitigative prevention of hazards is assigned to this report so far.

Event description:
Catheter kinked while initializing the procedure (continuous epidural anesthesia) and was stretched upon removal after successful finalizing the procedure. Catheter was removed completely. Pt is doing well.